Event description:
The customer reported via phone call that programs on the insulin pump would turn off intermittently. It was also found the customer had a crack at the battery compartment. The customer also reported there was a defect on the side of the belt clip that prevented the insulin pump from connecting. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification and no blank display was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.